Manufacturer narrative:
The device was eventually returned to mmdg for evaluation and an investigation was completed. A DHR review was performed and no non-conformances were found. During the investigation the pump was found to be operating within product specifications. Mmdg could not replicate or confirm the complaint. Based on the investigation information, no MDR should have been filed.

Event description:
The initial reporter stated that the pump bag was empty before the infusion was supposed to end. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the pump bag was empty before the infusion was supposed to end. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).